Event description:
Customer reported that instrument displayed discrepant high total hemoglobin (thb) results on patient sample in critical unit.

Manufacturer narrative:
Customer had been requested to provide log files to further investigate this issue. Customer indicated that requested files were not copied from the instrument at the time of the call hence files have now been overwritten and no longer available.customer indicated that they are not willing to provide a time line with patient ID.no further evaluation can be completed without data files, sample ids and accurate time-line of events.the cause for the event is unknown.

Manufacturer narrative:
The cause for the event is unknown.